Event description:
The customer contacted stryker to report their device unexpectedly lost power. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Stryker performed a visual and function inspection of the customer's device and was not able to verify or duplicate the reported issue. Due to age the customer opted to remove the device from service and not repair. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report their device unexpectedly lost power. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.